Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the implant charge doesn't seem to last very long for the past 1.5-2 weeks. Caller stated that it takes hours to charge their implant and then the charge doesn't last long. Caller stated they just charged their implant up yesterday and now it's completely dead. Caller stated they used to get 2 days out of a charge. Caller was very concerned with the controller battery pack (see (B)(4)). Caller stated they noticed the implant battery depletion issue started the same time as the controller battery issue and attributed both to be related to each other. Caller stated they're having a really bad week due to car problems. Agent documented reported information and reviewed battery information with caller.